Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was between 525-600 mg/dl with ketones. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged (B)(6) 2026. At the time of follow up the customer confirmed that the pump is working as intended.